Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pacemaker-dependent patient presented in the emergency room after experiencing syncope and diaphragmatic stimulation. Upon interrogation, increased capture threshold was observed. Lead dislodgement was noted via x-ray. The lead was repositioned successfully.